Event description:
It was reported to medtronic neurosurgery that the valve was not working and was explanted from the patient.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent, and met the requirements for preimplantation and pressure-flow testing. However, it did not meet the requirements for leak testing due to multiple tears in the valve¿s reservoir, or the requirements for siphon and reflux testing due to proteinaceous debris within the valve. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was later reported that the valve was revised because the patient was experiencing overdrainage symptoms. (B)(4).